Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was successfully implanted. No adverse patient effects were reported.